Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had secondary bag not completely infused was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was under infusion with the secondary infusion bag. Customer states the secondary bag was fully extended with the hanger. The customer states they "put a clamp on primary line above pump to stop potential of primary fluid delivering and secondary will completely deliver." There was patient involvement, but no harm. Additional information received: the customer contact states she has no knowledge of this event. No further contact provided, no further information will be provided.